Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 9064550, and no quality issues were found during production. Our quality engineer reviewed the provided photo and noticed that it showed the extension tubing set with no winged adapter/inserter. Based off the provided photo the engineer was able to verify the reported defect. However, with no physical sample an exact root cause could not be determined. However, based off previous investigations it was determined that this issue was caused by an insufficient amount of adhesive being applied to the extension tubing and adapter port. This was a known issue for the manufacturing facility and an investigation was opened to resolve this issue. As a result, a new adhesive station was designed for all production lines. The manufacturing facility has been notified of this incident and the findings. Conclusion: manufacturing ¿ the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the zone 8 adhesive dispense station. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design on nfa1 and nfa2, and it was discovered that the 100% adhesive presence vision system was not capable of detecting these failures. When nfa3 was validated, it was thought to have the same vision system tool upgrades as nfa1 and nfa2 in order to detect these failures; however, it was determined that modifications to the nfa3 vision system tools needed to be made as well. The manufacturing department identified the issue and took immediate corrective action on 03 may 2019 by upgrading the vision system on the nfa3 production line to be able to detect adhesive that was not in the correct location. Tip holders are in place at the station to better protect the tips from damage and becoming misaligned.

Event description:
Material no.: 383536 batch no.: 9064550. It was reported that during use of the bd nexiva¿ closed IV catheter system with dual port extension tubing came off during insertion. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: extension tubing came off during insertion.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 383536, batch no.: 9064550. It was reported that during use of the bd nexiva¿ closed IV catheter system with dual port extension tubing came off during insertion. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: extension tubing came off during insertion.